Event description:
Event description boston scientific crm received information that the patient with this pacemaker, which is part of an advisory regarding the crystal timing component, claims this device has not kept her heart rate above 60bpm on two occasions. Both occurrences were while the patient was in a hospital, and attendants were concerned with her rate being in the 30s. The device was checked each time and given the ok. No adverse patient effects were reported.